Event description:
It was reported, that "the trach has the consistency of a wet noodle." There was no reported injury and/or change in therapy. The involved device has not been returned for analysis as of the date of this report.